Manufacturer narrative:
Age, weight and ethnicity:unk. Work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -5.0/2.5/101 (sphere/cylinder/axis) was partially inserted into the patient's left eye (os) on (B)(6) 2023. The lens was planned to reload, "but it dropped somewhere and was never found." The backup lens was implanted successfully. There was no patient harm.